Event description:
Complaint alleges: doctor found the jaws of the applier was fractured, fragment taken out by using other device; doctor completed operation successfully by using another applier. There was no patient injury and the patient's current condition is fine.

Manufacturer narrative:
The sample was not received at the time of this report. If the sample or additional information is received, a follow-up report will be sent.